Event description:
There was an allegation of questionable triglycerides results from the cobas 4000 c311 analyzer. The initial result was 371.2 mg/dl and the repeat result was 80.0 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed correct. The reagent lot number was 64844301 with an expiration date of 31-jul-2023.

Manufacturer narrative:
Preventive maintenance was performed including the replacement of the sample and reagent probes. A precision check was then performed and was acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with an issue with the reagent and sample syringes.